Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B) (4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient died during device changeout and prophylactic lead revision. During the laser lead extraction, the patient "coded and died." Follow up with manufacturer's representative reported the cause of death is unknown. The patient did become hemodynamically unstable during the device changeout and did not make it to surgery. There are no device allegations as relates to the patient death.